Manufacturer narrative:
The suspect device was returned to the manufacturer and evaluated. The assigned root cause of the artix hemostasis valve leak is a puncture of the garrote valve septum tube due to the guidewire or dilator being introduced into an incomplete opening of the septum valve. This likely would have occurred if the valve buttons were not fully depressed. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot number. The stryker peripheral vascular medial affairs team determined the patient's injury was likely the result of an incorrect device use which damaged the artix device. The device labeling includes damage to the artix sheath as a possible issue due to failing to press the hemostasis valve buttons while inserting or withdrawing a device through the sheath.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy procedure using the artix system of devices. During the procedure, the hemostasis valve of the artix sheath began to leak around the buttons after the funnel catheter was removed from the sheath. The estimated blood loss was 450-500 cc. The thrombectomy procedure was aborted due to lack of a replacement sheath, and the procedure was converted to surgery.